Event description:
It was reported that a malfunction alarm occurred with the pump, specifically with malfunction code 16. There was no reported impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery in the interim.